Event description:
It was reported that the patient received a shock while putting away a vacuum cleaner. Review of the egms showed noise on the lead. Technical services noted rate of the events and suspected a make/break fracture. The physician observed the pattern when the patient's heart rate accelerated to 100 bpm. Technical service suggested replacing the lead. The case was clinically resolved by reprogramming. The patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.